Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number (B)(4). All information can be found under manufacturer report (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified quantity of small volume folfusors leaked from an unspecified location. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.